Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was planned to be used for the endovascular treatment of a patient. It was reported that during the procedure air leaked from the y-connector wire lumen and air entered into the balloon lumen. The device was not inserted into the patient and another balloon with a different lot number was used instead. As per the physician, the cause of the event was due to a defective product. No additional clinical sequelae were reported and the patient is fine.